Event description:
It was reported from the us that during an orthopedic surgical procedure while the surgeon was impacting the humeral head to the stem, the humeral head impactor was used, with the first strike the tip split into two pieces. It was confirmed by the representative that there were no pieces left in the patient. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. The device was returned in 2 pieces. The design of the humeral head impactor tip has been in the field since 2004. There have been 4 similar complaint reports involving this device since 2008. The frequency of occurrence ranking scale is "very low". Therefore, this issue does not appear to be design related. There have not been any other complaints involving parts from the manufacturing lot, which has been in the field since 2006. Therefore, this does not appear to be a manufacturing related issue. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. Most likely cause: the broken instrument reported was likely the result of impacting the device at an angle or applying a bending moment during impaction which led to crack initiation, propagation, and ultimate fracture of the instrument. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. It was confirmed by the representative that there were no pieces left in the patient. An investigation was conducted; the broken instrument reported was likely the result of impacting the device at an angle or applying a bending moment during impaction which led to crack initiation, propagation, and ultimate fracture of the instrument. Information was not provided for: age, sex, ethnicity, race.